Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Determined that the ide drive needed to be replaced. Replaced the drive. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the files from the prior day were displayed on the 9800 sys. No pt injury was reported.